Event description:
A medtronic representative reported a navigation system camera jar light that remained on. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement camera shipped to site. Medtronic investigation of returned suspect camera finds that the amber fault light was not illuminated at initial power-up. A check of the event log revealed an extensive history of the illuminator current moving in and out of range. Electrical failure, illuminator current out of range, system fault code, directly caused event.